Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
While impacting sleeve/head implant onto stem the head fractured. During a left hip revision.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as the device was not returned for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history revie: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: a review of the complaint history indicated that there have been no other similar reported events for the reported lot. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as return of device and operative report are needed to investigate this event further. No further investigation is possible at this time. If the device and/or additional information becomes available, this investigation will be reopened.

Event description:
While impacting sleeve/head implant onto stem the head fractured. During a left hip revision.